Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
The procedure performed was a vitrectomy of the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during use of the vitrectome, metal particles entered a patient's eye and they were too small to be removed. The product sample was retained. No known harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
One probe sample was returned for evaluation. A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. The probe sample was visually inspected and it was deemed conforming. The probe was disassembled and the components were inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. A few gouge marks were present at the bend area with no lifted metal. Gouge marks are present approximately 2/3 the length up from the cutter edge on the front of the inner cutter, with no lift metal. The complaint evaluation could not confirm the probe was the source of the metal particles. The outside visual probe condition does not indicate a possible source for the metal particulate. The gouge marks present on the inner cutter do indicate a possible source for the small metal particles. The reason for how and when the marks became present on the inner cutter could not be determined. The manufacturer internal reference number is: (B)(4).